Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. See h10.

Event description:
It was reported that pegasus was damaged. The following information was provided by the initial reporter: on (B)(6) 2020 when the nurse gives the patient a vein puncture in accordance with the doctor's advice and applies the closed anti-needle puncture vein indwelling needle, she opens the package and finds that the parts fall off, which may cause damage to the sterile environment. Then she abandons using the new product to complete the puncture.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus was damaged. The following information was provided by the initial reporter: on (B)(6) 2020 when the nurse gives the patient a vein puncture in accordance with the doctor's advice and applies the closed anti-needle puncture vein indwelling needle, she opens the package and finds that the parts fall off, which may cause damage to the sterile environment. Then she abandons using the new product to complete the puncture.